Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window. The battery voltage of all three batteries were measured to be lower than expected, so an external power supply was attached in order to retrieve download data. Upon inspection of the download data, no timeouts or drive stalls were observed although the pod generated an 0xcc hazard alarm in pod state 1 indicating the external flash command failed. The shelf mode current (smc) was measured to be high and out of specifications. The pcb was removed for inspection, no damages or manufacturing defects were observed that would contribute to the high smc. The high smc can be confirmed as the cause of the low battery voltage. The 0xcc alarm can be confirmed as the cause of the reported communication error. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.7 hardware: iphone17.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level reached between 54 mg/dl and 69 mg/dl. The pod generated a communication error during activation. The pod was not worn. As treatment, a new pod was applied. The device investigation observed the pod not deployed with the slide insert not visible through the top housing window during testing; indicating a needle mechanism failure.